Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of christoph miethke gmbh & co. Kg (manufacturer). Exemption number: e2017044. Manufacturing site evaluation: evaluation on-going. Entered with limitied information. Will follow up when information is provided.

Event description:
Country of complaint: entered with limited information. Will follow up when information is provided.

Manufacturer narrative:
No clarification of event available; unknown time of event: 510k - k103003. (Patient code updated; device code 3191 (no code available) - malfunction unspecifiedmanufacturing evaluation: the product was not returned and there was no signed release for investigation. Evaluation of device records showed there were no deviations in the manufacturing process, and all controlled values were within the permissible tolerances. The shunt system was sterilized by miethke and released for shipment, as documented.